Event description:
The following has been reported: serial number (B)(6). Mar-28: received at depot, confirmed pump problem error wait for log review, pneumatic fail at startup, preliminary investigation: pneumatic valve leak failure (valve 4). Pump will be repaired by (B)(6). No pump return. Replaced full pneumatics system, pump placed in bring up mode and sent to the test line, passed all stations of the test line front housing, provisioned pump to 08 server sent to heratherm, loaded into heratherm @ 17.30 and 03/22/2026, passed heratherm pulled @ 05:30 03/23/2026, 24 hour dwell - complete, lvp burn-in test - pass, accuracy test - pass, electrical safety - pass, provision pump to (B)(6), return to service. A preliminary review identified the following issue: pneumatic valve leak failure (valve 4) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.

Event description:
No pump was returned to fresenius kabi for evaluation. The reported "pneumatic valve leak failure (valve 4)" was resolved by the mayo depot team. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.